Event description:
It was reported during an atrial fibrillation ablation procedure the pt developed stenosis of the left inferior pulmonary vein which required a stent. The physician placed a livewire steerable decapolar catheter in the coronary sinus for mapping and transseptal access was obtained with an unk needle and a swartz slo and an agilis medium curve sheath. A reflexion spiral catheter was placed in the left atrium for mapping. The cool flex irrigated ablation catheter was in the left atrium for ablation. The procedure was successfully completed with no complications. The pt was discharged. A few days post procedure the pt developed pulmonary vein stenosis and needed a left pulmonary vein stent. Additional information was requested, but not received.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Based on the information provided to st. Jude medical, the cause for the reported event remains unk. Review of the device history record confirmed this device met manufacturing requirements prior to shipment.